Event description:
The pt received two percutaneous leads from the same lot as part of his scs system. It was reported one of the leads exhibited low impedance readings and the pt could not feel stimulation with this lead. He stated he only felt a pain around the ipg site when he turned the amplitude past 20 ma. X-rays revealed the lead had migrated to the pocket site. It was reported the pt had not followed the restrictions of no heavy lifting since his implant. F/u identified the lead was repositioned on (B)(6) 2012 and the pt reported good stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.